Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported persistant blurred vision. The lens was exchanged for another model.

Manufacturer narrative:
The product was returned for analysis. Both haptics were bent-gusset and distal area. The optic was scratched and had strings like fibers on the anterior surface. The optic had two large scrapes/marks near the edge of the optic surface. The optic resolution was acceptable, equaling an 18.0 diopter. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints reported in the lot. This report was mailed to the FDA on: 11/9/2007. Additional information was requested 10/11/2007 by fax and mail. A completed questionnaire was received 10/15/2007 by fax.